Event description:
Drug/diluent: naropin 2mg/ml. Fill volume: 400ml, flow rate: 14ml/hr. Procedure: shoulder resurfacing. Cathplace: neck. Pt¿s husband called the I-flow¿s nurse hotline. He stated that arriving home from hospital (20 minutes later), wife has slurred speech, ringing in ears, difficulty swallowing, and a bad taste in mouth, denies difficulty breathing. He was instructed to close clamp immediately, call anesthesia or go to the emergency room or call 911 if wife¿s condition worsens or she has trouble breathing. It was reported that pt was on an electronic pump while in the hospital and received a q-pump and some sort of bolus. Hotline charge nurse called pt back after 30 minutes to check patient status, and advised to go to emergency room. Called patient back at 4:00 pm to check pt status. Husband reported wife is much better. Symptoms went away in emergency room. Saf was turned down to 12 and pt now comfortable without prior symptoms. Pt was instructed to clamp the pump and call back if symptoms returned.

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Conclusion: a follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add¿l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.